Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hip revision with ceramic head and metal insert. Proximal stem loosening. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary hip revision with ceramic head and metal insert proximal stem loosening. The photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "kopf 2.jpg, kopf1.jpg, metal inlay.jpg and chaft.jpg". Visual analysis of the photos shows the outer surface of the pinnacle mtl ins neut 36 ID x 56 od with what appear to be blood residues. However, no signs of wear or deterioration were observed on the provided evidence. A manufacturing record evaluation was performed for the finished device [121887356 / 2846522] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the pinnacle mtl ins neut36idx56od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [121887356 / 2846522] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device [121887356 / 2846522] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.